Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited battery longevity with only 3 months left within 4 years from the time the device was implanted. There is no intervention information available to date. The device remains in service. No adverse patient effects were reported.